Event description:
A medtronic representative reported the navlock lumbar probe bent on the patient's bone during a spinal fusion surgery. They were able to complete the case with the instruments they had, they do not have any backups. No negative impact to the patient outcome was reported.

Manufacturer narrative:
As reported, the tip of the instrument is visibly bent. A replacement device was sent to the site on (B)(4) 2012.